Event description:
The customer reported that a patient received medical intervention, of an unknown type, after a red blood cell exchange (rbcx) on a spectra optia device. It was reported that the pre hematocrit (hct) was 34% and the post hct was 36%. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed no medical intervention occurred for this event. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that a patient received medical intervention, of an unknown type, after a red blood cell exchange (rbcx) on a spectra optia device. It was reported that the pre hematocrit (hct) was 34% and the post hct was 36%. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.